Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. At this time, the patient was unable to identify the devices implanted, however believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.

Event description:
It was reported that the patient is experiencing occasional pain while walking. Patient stated that her blood work shows high cobalt levels at 8.5 and the MRI shows that there are metal fragments.